Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated

Event description:
Allegedly, the patient went to emergency due to a hip dislocation. The x rays showed the fracture neck. Aemps reference: (B)(4).